Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+3.0/095 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) is 20/20.

Manufacturer narrative:
Device evaluation: previously, it was reported that visual inspection found foreign material on lens surface. This is incorrect. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was broken and bent and foreign material on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).